Event description:
It was reported from the us that the patient had a revision due to a liner disassociation from the humeral adapter tray reported in MFR 1038671-2019-00501. During the revision the surgeon noted that the glenosphere screw was loose and backing out allowing the glenosphere to loosen from the glenoid plate. In addition, he noted that the torque screw would not back out and the hex head was stripped. There has been no other information provided by the contacts for this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was available for analysis. Engineering analysis completed by (B)(4) on 6/11/2020. Design-related issues: the design of the equinoxe reverse shoulder system has been in the field since 2007. Exactech is aware of 31 complaint reports involving the glenosphere disassociating from the glenoid baseplate (disassembly, screw breakage, etc.) Since 2008. Sales data for all glenosphere locking screws was used to calculate an approximate complaint occurrence rate of (B)(4). This is considered ¿very low¿ according to the frequency of occurrence ranking scale. Therefore, this issue does not appear to be design related. Mfg-related issues: exactech is not aware of any other complaints involving parts from these manufacturing lots of (B)(4) units (glenosphere) and (B)(4) units (glenosphere locking screw). The manufacturing records for these devices only exist in paper form and are stored in cardboard boxes at iron mountain. Due to risks associated with covid-19 transmission, the physical manufacturing records for this complaint will not be reviewed. Exactech will continue to monitor this complaint type and, if warranted, will escalate any positive trends to the corrections and removal committee (crc) for additional actions. Review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this glenosphere and glenosphere locking screw, (B)(4), was reviewed. The risk is captured in line 36 and 65. Corrective actions are not required because loosening of the prosthesis and disassociation of modular components are listed in the product labeling (IFU 700-096-060 rev p), the occurrence rate is ¿very low¿, and the risk is captured in the rmr. The glenosphere locking screw malfunction reported in (B)(4) was likely the result of not properly aligning the glenosphere relative to the glenoid baseplate during the initial surgery. This misalignment likely prohibited the glenosphere from fully seating and the glenosphere locking screw from fully engaging the glenoid baseplate, resulting in glenosphere loosening and subsequently disassembling from the glenoid baseplate. IFU 700-096-181: instrument inspection visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The patient was revised reported in MFR 1038671-2019-00501. An investigation was conducted: the glenosphere locking screw malfunction reported was likely the result of not properly aligning the glenosphere relative to the glenoid baseplate during the initial surgery. This misalignment likely prohibited the glenosphere from fully seating and the glenosphere locking screw from fully engaging the glenoid baseplate, resulting in glenosphere loosening and subsequently disassembling from the glenoid baseplate.